Manufacturer narrative:
One decontaminated dobboff 8fr with stylet within its original packaging was received for evaluation. The sample was visually checked according to product specifications. The condition reported was not able to be duplicated or confirmed as the hydromer was activated and the stylet was withdrawn without any issues. During the investigation, a thorough review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. The condition can be caused by not activating the hydromer making it difficult to remove the stylet from the feeding tube. The most likely root cause is indicative of a failure of the hydromer to activate during use making it difficult to remove the stylet from the feeding tube. The IFU instructions for the insertion of the feed tube and extraction of the stylet recommend using a syringe, to inject approximately 10 cc of water into the tube to activate the hydromer coating. A corrective/preventative action plan is not required since the reported condition has not been identified as manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Event description:
Customer reports: when the nurses inserted the feeding tube, they were unable to remove the guidewire.